Event description:
The manufacturer received information alleging an issue related to a philips CPAP device. There was report of patient death. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.